Event description:
Case description: investigation results. Name: novopen 6, batch number: nvgbw42. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: insulin, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. No further information available. Since last submission, the following information has been updated: -investigation results updated. -device tab: is non-reportable and malfunction fields updated to no. -EU/ca tab: final report check box ticked and expected date of follow up was removed. -device addendum: annex b c d g codes updated. -CAPA comment updated in eol. -narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer comment: 07-jan-2026: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. H3 continued: evaluation summary: name: novopen 6, batch number: nvgbw42. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event [preferred term] (related symptoms if any separated by commas) not delivering insulin [device failure], ketoacidosis [ketoacidosis] . Case description: this serious spontaneous case from australia was reported by a consumer as "ketoacidosis(ketoacidosis)" with an unspecified onset date , "not delivering insulin(device failure)" with an unspecified onset date and concerned a patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , insulin (insulin) , a non-novo nordisk suspect product insulin (insulin) from unknown start date for "product used for unknown indication", patient's height, weight and body mass index were not reported. Medical history was not provided. On an unknown date patient's novopen 6 was not delivering insulin and was unable to administer fast acting. Patient experienced a ketoacidosis. Batch numbers: novopen 6: nvgbw42. Insulin: not available. Action taken to insulin was not reported. The outcome for the event "ketoacidosis(ketoacidosis)" was not reported. The outcome for the event "not delivering insulin (device failure)" was not reported. Reporter's causality (novopen 6) - ketoacidosis(ketoacidosis) : possible not delivering insulin(device failure) : unknown . Company's causality (novopen 6) - ketoacidosis(ketoacidosis) : unlikely not delivering insulin(device failure) : possible . Reporter's causality (insulin) - ketoacidosis(ketoacidosis) : possible not delivering insulin(device failure) : unknown . Company's causality (insulin) - ketoacidosis(ketoacidosis) : unlikely not delivering insulin(device failure) : possible. No further information available. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.